Event description:
Additional information received reported the patient was doing fine now since the new catheter was implanted. There was not a determination of why it was difficult to aspirate the new catheter, but it seemed to have improved. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that it was difficult to aspirate the new catheter, even straight from the catheter. At the time of report the patient was doing fine. The pump was used to infuse morphine. Refer to manufacturer report # 3004209178-2015-08831 for the event which led to the catheter replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.(B)(4).